Event description:
A medtronic ent rep reported a software freeze with the fusion navigation system. The medtronic rep stated that he booted-up in the morning and the software froze. He exited out of the software, turned the system off, re-started and it was fine. This was not during a case, no pt was present.

Manufacturer narrative:
Pt info not provided as no pt was involved in this concern. Software investigation on-going.